Manufacturer narrative:
This device was returned for service; the device was tested and passed all manufacturing specifications, however it was noted that the device had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the battery reamer/drill device had a sticky trigger. During in-house engineering evaluation, it was observed that the device had a sticky trigger. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.